Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag became disconnected during therapy, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a system error 2240 alarm (air in set/line) during peritoneal dialysis therapy. This event occurred during dwell four of five while the patient was connected. The care giver stated that the supply bag became disconnected during therapy before the alarm occurred. The technical service representative (tsr) explained the alarm. The tsr explained to the patient that they should start over with new supplies or finish with manual bags. The homechoice was operational and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.